Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient, the device¿s pacer output was out of specification. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.